Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported core separation was confirmed. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported guide wire core separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The balance middleweight guidewire was used to place a 6-french radial introducer. After removal of the wire it was noted that the guidewire had separated, and the distal end remained in the ascending aorta. The distal end was retrieved via a snare device. There was no adverse patient sequela reported. No additional information was provided.